Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.

Manufacturer narrative:
Pending evaluation. Concomitant device(s): 320-15-01, (B)(4). Eq rev glenoid plate. 320-01-38, (B)(4). Equinoxe reverse 38mm glenosphere. 320-15-05, (B)(4). Eq rev locking screw. 320-20-22, (B)(4). Eq rev compress screw lck cap kit, 4.5 x 22mm. 320-20-18, (B)(4). Eq rev compress screw lck cap kit, 4.5 x 18mm. 320-20-26, (B)(4). Eq rev compress screw lck cap kit, 4.5 x 26mm. 320-20-26, (B)(4). Eq rev compress screw lck cap kit, 4.5 x 26mm. 320-20-00, (B)(4). Eq reverse torque defining screw kit. 304-22-09, (B)(4). 8.5mm platform fx stem right. 320-10-00, (B)(4). Equinoxe reverse tray adapter plate tray +0.

Event description:
As reported, this female patient experienced an right shoulder infection, and had a stage 1 removal due to infection. The original implants were removed, and an interim spacer was put in place. A second stage revision will occur at some stage were all the implants will be replaced. Patient was last known to be in stable condition following the event. Devices will not return due to hospital policy.